Manufacturer narrative:
The device evaluation was completed on 21-feb-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, f-curve and an issue with sterilization compromised was observed. It was reported that the introducer was contaminated. The catheter was replaced, and the case continued. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed no damage nor anomalies on the device. The complaint was related to the introducer being contaminated but it was not returned neither the package. A manufacturing record evaluation (mre) was performed for the finished device 30926159l number, and no internal action related to the complaint was found during the review. Based on the mre, the d 4. Expiration date and h 4. Device manufacture date have been populated. The customer complaint cannot be confirmed. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, f-curve and an issue with sterilization compromised was observed. It was reported that the introducer was contaminated. The catheter was replaced, and the case continued. No adverse patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this was assessed as MDR reportable.